Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 250-270 (mg/dl). The customer delivered a correction bolus to address bg level. Reportedly, the customer's nurse practitioner requested that the basal rates be adjusted. Tandem technical support assisted the customer with the requested changes to the settings. Additionally, the customer is working with healthcare provider on finding the ideal settings for the customer.